Event description:
The low minute volume alarmed, the graphics of the ventilator showed there was a leak. The alarm kept going off throughout the night. Respiratory therapist ran a check in the morning and noted a hole in the exhalation tubing near the ventilator. The circuit was changed and the problem resolved. This event possibly contributed to prolonged ventilation of the patient. Unable to determine if this incident had any effect on the patient. Slight blood gas changes were noted. There was not much change in the patient's rate. Fi02 was changed, increased slightly. The patient was weaned down to room air once tubing was changed.